Manufacturer narrative:
(B) (4).

Event description:
Literature: bewernick bh, hurlemann r, matusch a, et al. Nucleus accumbens deep brain stimulation decreases ratings of depression and anxiety in treatment-resistant depression. Biol psychiatry. 2010;67(2):110-116. Summary: the article describes the long-term effects of dbs in the nucleus accumbens in ten pts suffering from very resistant forms of depression. Reported event: the article noted, one pt experienced lead dislodgement. All the pts had undergone bilateral lead placement. It was unk if the pt underwent intervention to correct the issue, however, it was noted all adverse effects related to stimulation could be counteracted by parameter adjustments. No pt exercised the option to remove the device.